Event description:
The patient was admitted for a procedure in 2009 with a lesion in the proximal right coronary artery. The lesion was noted to be mildly calcified. The lesion was pre-dilated at 12atm (non-cordis product). The patient had a cypher already implanted in the mid vessel, then a 3.5x13mm cypher select plus stent was going to be placed overlapping it. However, the balloon burst at 12atm. It was difficult to know if the stent was deployed. Therefore, a non-compliant balloon was inflated to make sure the stent was well opposed. Air from the balloon traveled down the coronary artery and the patient had st elevations. Eventually, the event resolved (within 10 minutes) and the patient was fine.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.